Manufacturer narrative:
Block a1 (patient identifier): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and the ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with all bands attached. The handle did not have marks of the trip wire being secured. The trip wire was caught between the handle bracket and handle spool. The irrigation tube was also returned. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. The suture thread was broken, possibly at the time of removing the device. A functional evaluation was performed, the handle could not be rotated due to the trip wire got caught between the handle bracket and handle spool. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator head was returned with all bands attached. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit" which was not followed. This condition, unsecured trip wire, could have caused the inability of the device to deploy the bands. Additionally, if the handle was rotated multiple times, and the trip wire was not in the correct position, due to the trip wire was not secured, it could get caught between the handle bracket and handle spool, consequently, the loss of functionality of the handle. The returned suture thread was broken. Since there were no information about a rupture of the suture thread, it is possible that the suture was broken at the time of removing the device, so, it was not coded as a problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, it was found that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Patient identifier): (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varices procedure performed on (B)(6), 2023. During the procedure, it was found that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.